Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der states patient was revised to address an infection. Update rec'd 01/24/2017 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient began to experience pain in their hip and elevated metal ion levels. Upon revision the patient was found to have corrosion at the head and neck junction with an abrasion over the posterior neck consistent with impingement. The cup and stem were found to fixated and not loose. There was also some adverse reaction in the soft tissue around the synovium. At this time the patient's head, liner, stem and cup are being reported. The complaint was updated on: 02/07/2017. Update 2/8/2017-medical records received. After review of the medical records for MDR reportability, lab levels were received confirming the elevated metal ions levels. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
For any product information received. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states patient was revised to address an infection. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient began to experience pain in their hip and elevated metal ion levels. Upon revision the patient was found to have corrosion at the head and neck junction with an abrasion over the posterior neck consistent with impingement. The cup and stem were found to fixated and not loose. There was also some adverse reaction in the soft tissue around the synovium.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. X-rays were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.